Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report 2 of 2. Report received from (B)(6) stating "failed distributor's inspection." It is known that this event did not occur during surgery and that there was no patient/user injury or medical intervention. There was no additional information provided.